Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue and difficulty advancing was unable to be verified due to the condition of the returned unit. The damage to the distal sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely related to procedural circumstances. It is likely that interaction between the distal sheath of the absolute pro and the introducer sheath caused to reported resistance and the noted damage to the distal sheath, preventing release. It may be possible that the introducer sheath was kinked contributing the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the subclavian artery. The 8.0x100 mm absolute pro stent delivery system (sds) crossed through a 6 fr sheath with some resistance noted but could not be released. The sds was removed from the anatomy and it was noted that the tip of the sheath was fractured. There was no partial deployment or flowering of the stent and there was no issue with the deployment mechanism. A non-abbott stent was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.